Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report. This is the same pt/event as MFR# 9610726-2011-00374.

Event description:
It was reported that, "the pressfit implants became loose/unstable due to inadequate fixation in the pt's knee so the pt was revised."